Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI - (B)(4). Product return date - ni. (B)(4) . Corrective action has been initiated for the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications to address reported issue.

Event description:
It was reported that cement powder leaked out of the package, as it was not fully sealed. No patient injury or delay in the procedure was reported as a result of the event.